Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate defibrillation therapy and inappropriate anti-tachycardia pacing. Patient had started drinking heavily again after 2 years of sobriety and had omitted his medications on numerous occasions in the past months. Patient was started on different medications for rate control and being referred for counseling for alcohol abuse and help with lifestyle choices. No intervention was performed. Patient was stable.